Manufacturer narrative:
Patient has laxity in flexion and extension. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient has laxity in flexion and extension. Revision surgery is planned to exchange the poly inserts.